Event description:
The customer reported erroneously elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. A second sample was collected and produced a similar elevated result. The customer retested the original and second samples through the closed tube aliquotter (cta) and obtained similar elevated results. The customer then retested the samples directly on the unicel dxc 600i, without loading through the cta, and obtained lower results, within the risk stratification and above the acute myocardial infarction (ami) limit. The customer stated the elevated initial results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer stated the patient was transferred to another facility based on clinical indications and not based on the elevated troponin I values obtained. Quality control (qc) and system checks passed within specifications at the time of the event. The patient¿s sample was collected in 3 ml becton dickinson (bd) lithium heparin plasma separator tubes and centrifuged at 3,000 rpm (rotations per minute) for fifteen minutes, at room temperature. No sample quality issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) fse performed preventative maintenance (pm) procedures on the instrument and completed system verification testing which was within assay and instrument specifications. No hardware issues were noted. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. A definitive cause of the incident could not be determined with the available information.